Manufacturer narrative:
Evaluation summary: a female patient reported that the injection button of her humapen ergo ii device was not working properly and she was unable to take the insulin dose on time. She experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch 1502d03, manufactured february 2015). Therefore, it could not be evaluated to confirm the complaint or the presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical trends with respect to pen jammed complaints. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, which would detect a non-moving injection screw with high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This solicited case, reported by a pharmacist and a consumer via a patient support program (psp), concerned a (B)(6) female patient of unknown origin. Medical history and concomitant medications were not reported. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) (huminsulin 70/30) through a cartridge via reusable pen (humapen ergo ii). Dosage regimen, route of administration, indication for use and start date were not reported. On an unspecified date the injection button of the humapen ergo ii was not working properly (pc (B)(4), lot 1502d03) and she was unable to take the dose on time, which caused her sugar level to increase (no results, baseline results or reference values were provided); therefore, she was hospitalized for 24 hours. Information regarding corrective treatments, outcome of the events and human insulin 30/70 was not provided. The patient was the operator of the humapen ergo ii and her training status was not provided. The humapen ergo ii model duration of use were not provided. The suspect humapen ergo ii durations of use was approximately 15months with manufacture date of 28feb2015. The suspect device was not returned. The reporting pharmacist assessed the event of not taking the dose on time as related to the humapen ergo ii but did not provide an assessment of relatedness between the remaining events to human insulin 30/70 or the humapen ergo ii. The consumer did not provide an assessment of relatedness between the events and human insulin 30/70 or the humapen ergo ii. Update 11may2016: upon review, this case was opened to update the medwatch and european and canadian device reporting elements for regulatory reporting. Update 31may2016. Additional information received 31may2016 from the product complaint safety database. To the device tab added manufacture date, approximate device age, added the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the device medwatch information, and the narrative was updated accordingly.

Manufacturer narrative:
(B)(4). If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a pharmacist and a consumer via a patient support program (psp), concerned a (B)(6) female patient of unknown origin. Medical history and concomitant medications were not reported. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) (huminsulin 70/30) through a cartridge via reusable pen (humapen ergo ii). Dosage regimen, route of administration, indication for use and start date were not reported. On an unspecified date the injection button of the humapen ergo ii was not working properly (pc 3645032 lot 1502d03) and she was unable to take the dose on time, which caused her sugar level to increase (no results, baseline results or reference values were provided); therefore, she was hospitalized for 24 hours. Information regarding corrective treatments, outcome of the events and human insulin 30/70 was not provided. The patient was the operator of the humapen ergo ii and her training status was not provided. The humapen ergo ii model and suspect humapen ergo ii durations of use were not provided. If humapen ergo ii was returned, evaluation would be performed to determine if a malfunction had occurred. The reporting pharmacist assessed the event of not taking the dose on time as related to the humapen ergo ii but did not provide an assessment of relatedness between the remaining events to human insulin 30/70 or the humapen ergo ii. The consumer did not provide an assessment of relatedness between the events and human insulin 30/70 or the humapen ergo ii. Update 11may2016: upon review, this case was opened to update the medwatch and european and canadian device reporting elements for regulatory reporting.